Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 803 mg/dl and the current blood glucose level was 265 mg/dl the customer was assisted with troubleshooting. Customer was treated with insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.